Manufacturer narrative:
H.6. Investigation summary: bd was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that after insertion the catheter was not able to be introduced with a bd insyte 24ga x 0.75in. The following information was provided by the initial reporter, translated from portuguese to english: when puncturing the patient's skin, it was not possible to introduce the plastic part, she makes a "concertina" and does not enter causing loss of access and having to puncture the child again.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion the catheter was not able to be introduced with a bd insyte 24ga x 0.75in. The following information was provided by the initial reporter, translated from portuguese to english: when puncturing the patient's skin, it was not possible to introduce the plastic part, she makes a "concertina" and does not enter causing loss of access and having to puncture the child again.